Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention has been performed, as requested by the physician. The patient was stable.